Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced tip clamps at positions 6, 10 and 12. Ran the splld and oas user software with no errors and proper dispensing and lld reads. The instrument was tested without further problem and was returned to expected operation.